Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "the heater bag was leaking at the connection point ". This was noticed before use of peritoneal dialysis therapy. Renal therapy services (rts) advised patient to follow up with the registered nurse. There was no patient injury associated with this event. No additional information is available.